Manufacturer narrative:
H3: the device was received for evaluation. Service history review was not performed. Visual and functional testing were conducted, confirming the reported issue that the pump did not recognize the remote control. Investigation identified damage consistent with a fall, with a connector on the main board found to be broken. The probable cause of the issue was physical damage due to the fall. The main board will be replaced to correct the issue, and the device will undergo functional and delivery testing to ensure performance meets specification prior to return.

Event description:
The device was returned as it was stated that the pump does not recognize the remote control. Additional information received stated that the pump also had the following high priority alarm "pca (pcea) dose cord button stuck. Release or remove cord." There was no patient involvement.